Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when were the sutures broke (in the package, during removal from package, during handling or during use on the patient)? Please specify answer: during use on the patient. Was there any adverse consequence associated with the patient? Answer: there is no adverse consequence associated with the patient. Events reported: 2210968-2022-04761, 2210968-2022-04762, 2210968-2022-04763, and 2210968-2022-04764.

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/27/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw870 lot v8020. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the batch manufacturing record review, it was observed that there were no issues related to the processing of the incident lot. MFR retained sample evaluation: five retain samples of code nw870 lot v8020 were subjected to analysis and compliant results were obtained for knot pull tensile strength test. To verify the complaint, results of retained samples were reviewed and no discrepancy was observed for knot pull tensile strength test. Results for knot pull tensile strength test were complying with the pre-defined acceptance criteria. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 1.188 kgf and value at the time of finished good release was found to be 1.289 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 0.600 kgf. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.